Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start and stuck at 00:00. Customer stated that when turning the system on, it went through part of the bios boot process, but then displayed an incorrect parameter error. Review of the log file shows malfunctioning flexvision pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a disk boot-up error, likely due to a hard drive failure, which caused the system to lose flexvision functionality. To resolve the issue, the fse reloaded windows and the necessary software onto the hard drive of the flexvision pc. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.